Event description:
Device 2 of 3. Ref MFR reports: 1627487-2014-03393 and 1627487-2014-00395. It was reported the pt went to the ER and was subsequently admitted to the hosp for 3 days due to post-operative pain in addition to leg weakness which began the week of implant and became worse over the course of 2 weeks. CT scans revealed no anomalies. It was also reported although the pt's pain was improving at the time of discharge, the physician later decided to explant the scs system as he/she was also having concerns regarding the pt's mental health.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.